Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage test, clamp function test and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leaking cassette. This event occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient stated that the cassette was leaking from the end of the patient line tubing even while they were priming the cassette for therapy. The patient also stated that the solution was "leaking all over the cabinets and floor" and that solution was leaking past the cap on the patient line. The patient stated they completed therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This report is 1 of 5.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.